Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. A revision procedure was performed wherein the physician attempted to repositioned this lead. On revision procedure physician encountered difficulty removing this lead. Helix successfully retracted however physician was unable to remove this lead from heart tissue. So the lead was plugged back into the pacemaker. Next day, this lead was successfully explanted and replaced by a different physician. Previous to explant procedure, it was confirmed that this right ventricular (rv) lead had perforated patient¿s heart wall. Perforation confirmed via x-ray. No additional adverse patient effects were reported.